Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2218-50; serial number: (B)(4); batch/lot number: 7072815; model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to migration. The patient underwent a lead replacement procedure. The patient was doing well postoperatively.